Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 09sep2021, was conducted. The review confirmed that no manufacturing nonconformances or production related failures were identified that correlate with the customer-reported issue. The reported condition of unable to recover drawer not detected on bus was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order wo (B)(4), the bd field service engineer (fse) reported that the auxiliary enhanced half height drawers 3.1 and 3.2 intermittently failed. Scratch marks were found on both retractor bands. Both retractor bands were removed and replaced. The customer tested both drawers successfully. During dchu visual inspection p/n 353844-01 received with black marks on its flat flex cable. During dchu testing p/n 353844-01 since the component had thermal damage as cross continuity of the copper strands, testing was deemed unnecessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers could not be recovered because they were not detected on the bus. After investigation, it was determined that the root cause of the complaint of unable to recover drawer not detected on bus was attributed to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. However, there were no delays or adverse events or injuries reported based on this event.